Event description:
Hcp reported patient presented in 2004 with signs of withdrawal including nausea, vomiting, diarrhea, anxiety, sweating, unusual tastes and smells, and a return of "electrical feeling" paresthesias. An x-ray taken showed the catheter appeared intact. The patient showed no improvement with oral opioids. There was no dye study done due to the patient's size. A surgical exploration revealed the catheter fractured at the pump site and the medication was leaking into the pump pocket. The catheter was explanted and replaced 2 days later. No patient outcome was reported. A follow up report will be sent when additional info is obtained.